Event description:
Pt was admitted to hospital with hematuria, peripheral edema and soa, lethargy, fatigue, and symptoms of heart failure. Urine was brownish back with elevated bun. Pt hemolyzing with pump thrombosis per echo.